Event description:
Reportedly, valve explanted after 6 months due to paravalvular leakage around the valve. The explant surgeon thinks, it is technique related oversizing done at implant at another hospital.

Manufacturer narrative:
Device not returned.